Manufacturer narrative:
The t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that they experienced elevated blood glucose (bg) levels of up to 600 (mg/dl). Reportedly, customer had been using the infusion set for greater than 72 hours and believes that it could have caused the high bg levels. Customer administered a manual injection to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.